Manufacturer narrative:
Additional info has been requested. Implant currently remains in the pt. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date cannot be determined without a lot number.

Event description:
A 2.0mm imf screw broke during insertion for a mandible fracture. Surgeon was using the imf screws and wires for occlusion and said the screw was attempted for placement in the right mandibular parasymphysis. The screw seemed to be threading normally and then snapped off. Surgeon attempted to remove the tip, but was unable to. The screw was left in place and surgeon placed a new screw lateral to the broken screw.